Event description:
In 2002 at 0900 a foley catheter was inserted and a small amount of clear yellow urine emptied into the tubing of the catheter but no urine emptied into the foley catheter bag. At 0945 no urine was observed in the foley catheter bag but only in the tubing. The tubing was patent but the connection from the tubing to the bag was sealed. The tubing was disconnected and discarded and a new foley catheter bag and tubing were attached. The 10cc syringe with sterile water was also missing from the foley tray.